Manufacturer narrative:
(B)(4) initial.

Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm while the patient was changing out her onboard batteries. The customer also reported that the freedom driver was connected to wall power when the fault alarm occurred. The customer also reported that the onboard batteries were exchanged but the fault alarm was not reversed. The customer also reported that for several days prior to the fault alarm, the driver sound would increase when the onboard battery was changed on the left battery well. The customer also reported that the beat rate (br) seemed to increase for a few seconds when the patient pushed down on the battery itself. The customer also reported that the driver's readings displayed a beat rate (br) of 132, fill volume (fv) 47.3, and cardiac output (co) of 6. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver displayed a lower cardiac output, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The alarm history was reviewed and revealed a 36 fault code which confirms the alarm reported by the customer, a fault alarm during battery exchange most likely due to intermittent communication. The customer-reported fault alarm was not reproduced during this investigation. The issue of beat rate acceleration when pressure was applied to the onboard batteries by hand was also not reproduced. Functional testing confirmed proper operation of the electric components of the driver. The driver performed as intended with no evidence of a malfunction related to the customer-reported issues. These issues will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm while the patient was changing out her onboard batteries. The customer also reported that the freedom driver was connected to wall power when the fault alarm occurred. The customer also reported that the onboard batteries were exchanged but the fault alarm was not reversed. The customer also reported that for several days prior to the fault alarm, the driver sound would increase when the onboard battery was changed on the left battery well. The customer also reported that the beat rate (br) seemed to increase for a few seconds when the patient pushed down on the battery itself. The customer also reported that the driver's readings displayed a beat rate (br) of 132, fill volume (fv) 47.3, and cardiac output (co) of 6. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.